Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Cts determined no additional assistance was necessary and closed the case.